Event description:
On january 20,1998, nellcor puritan bennett received a call from facility. Facility was calling to report a no audible alarm condition, which was alleged by the mother. The monitor was not equipped with memory. Child turned blue, 911 was called, the child was admitted to the hosp for pneumonia. No death or serious injury was reported with this alleged malfunction.